Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown/not provided. Reporter phone: (B)(6). If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluated by manufacturer - other (81): the intraocular lens (iol) was not returning for evaluation as it was not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was not implanted for intraoperative complication. After follow-up we learned that during the surgery there was a posterior capsular rupture. It was stated that the lens did not guarantee stability as it moved in the vitreous so for that reason it was removed. No patient impact reported. No further information available.